Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Failed/difficult inflation was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, a 2.75x18 rx xience pro stent delivery system (sds) was advanced with resistance felt against the anatomy, but no force applied, to a mildly calcified lesion in the mildly tortuous 1st diagonal coronary artery. When attempting to inflate the rx xience pro, the balloon was unable to be inflated at all. The rx xience pro sds was withdrawn from the anatomy without resistance and another unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. The abbott vascular returned goods lab received the 2.75x18 rx xience pro sds, but was unable to confirm the reported inflation failure. Additional information received indicated that the correct complaint device had been returned and the site cannot explain why the inflation failure was unable to be confirmed by the returned goods lab. No additional information was provided.